Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device is expected to be returned to the manufacturer for evaluation but has not yet been returned. The alleged detachment issue and incident as described could not be confirmed at this time. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, detachment did not occur, so the wdc was replaced. Despite several additional attempts, detachment still failed, so the device was retrieved. The procedure was then successfully completed using a different product.